Manufacturer narrative:
The instrument files were analyzed. From the data received, it appears that the sodium, potassium and chloride sensors were functioning properly. There is no evidence that the sensors were malfunctioning. The performance of the rp 500 was verified with three levels of aqc and it was determined that the instrument was operating within specification. The cause for the discordant results is unknown.

Event description:
The customer reported discrepant sodium results between two different siemens analyzers. There was no report of injury due to this event.